Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site kinetics concept inc (under registration #(B)(4)). From november 2012 until 2014 complaints related to these products were handled by arjohuntleigh inc. And any medwatch reports will be submitted under registration #(B)(4). From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration (B)(4). This appears to be a "malfunction" type of event not because there was an actual technical malfunction of the device (we found no evidence of it), but since the information received could be interpreted as the device not having performed as intended. When reviewing similar reportable events for the barimaxx family range, we have not been able to find any with similar fault descriptions compared to the situation investigated here: facility staff being hit by the bed, tipping and twisting her ankle or bed running over a caregiver's foot. There is no trend observed for reportable complaints with this failure for barimaxx family range. The device involved in the event was inspected by an arjohuntleigh representative who managed to establish that the device's functions were working correctly. The device passed its quality control check without any issue. It was confirmed that the event took place in a crowded area of the operating rooms, around the hallway where there is equipment stored and the space is indicated to be very limited. One of the device features is a power drive system - it is designed to assist transport of the barimaxx ii bed. The power drive unit is positioned under the bed and mounted to the bed frame. Two control posts are located at the head end of the bed with control grips mounted at top of each post - right and left. The control grips contain the run switch and accelerator switch which controls transport speed. The initially claimed jerking while driving the bed, which occurred when the accelerator switch was pressed, seems to be more related to higher amount of power required to initiate the movement or increase the speed of the device rather than an actual malfunction. Review of the device labeling (quick reference guide #310971-ah rev. B) which was delivered to the facility together with the device, shows that it includes information on how to properly operate the driving system: select driving direction by using the direction speed indicator switch on the inside of the right control post (press left once for slow forward, left twice for fast forward, right once for reverse). To move the bed, press and hold the run switch on the back of the left control post, then gently depress the accelerator switch on the right control post to begin moving. To brake, release either the run switch or the accelerator switch. To steer while moving the bed, release both the run switch and accelerator switch and run the bed. In one of the sections of the quick reference guide supplied with the product, safety information, there is also a note that all sections of this document shall be reviewed prior use of the product. In order to avoid trapping people, it should be ensured that there is a space to operate before starting moving the bed. Caution shall be taken in the crowded area to prevent trapping a patient or caretaker between be frame and wall, furniture, equipment or other objects. The facility, at the time of raising the issue, requested a training for everyone who uses the equipment in order to make sure that the staff is aware how to do it correctly - the training session took place on 5th november. During the training, it was also presented how to move the bed without using the power drive system when maneuvering the device in the crowded spaces. In summary, the device was being used at the time of the event and therefore it played a role in it. The bed did not fail to operate as intended, however it seems that it contributed to the outcome of the event - twisted ankle, due to unfortunate coincidence of circumstances under which this event occurred. Given the circumstances and the number of similar events, this incident appears to be an isolated one. We shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Initially, it has been claimed that the barimaxx bed rolled over facility staff's foot. Additionally provided information revealed that the one member of the staff was driving the bed, and the second one was walking at the foot end of the bed. The driver indicated that when she pressed the accelerator switch, the bed jerked. At that time the second member of the staff was either bumped/hit by the bed and as a result fell and twisted her ankle or her foot was run over by the bed. Unfortunately, it is unknown which scenario actually took place.